Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. There was high impedance and spike, elevated sensing integrity counter (sic) and oversensing noise. The patient has planned extraction of lead and removal of implantable cardioverter defibrillator (ICD) as patient has ejection fraction (ef) 55% and no longer requires device. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.